Event description:
Boston scientific received information that during a follow up visit, visual inspection revealed pocket area that appeared reddened and inflamed. It was thought this was due to device erosion and infection. Blood samples were taken. One week later, a decision was made to replace this system in the near future. Testing so far has been negative. No adverse patient effects were reported.

Event description:
Additional information was received. A decision was made to replace this device due to the suspected infection and migration to the axillary area. A replacement procedure was performed. This device was removed and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This is the information known. Should additional information become available, this event will be updated.